Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. The system operates as intended.

Event description:
It was reported that the systems touch screen/user interface did not work. The on/off power functions are located on these touch screen panels. If the touch screen panels are not working, the system is unable to boot up. There is no report of injury or death associated with the event described in this complaint.